Event description:
It was reported by the patient that their device had moved "one to two inches", is "startin to swell up" and has been "out of whack about a week". Patient also indicated he can feel the "on off switch" on the top. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.